Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of upstream occlusion alarm, high pressure alarm, and no disposable alarm. Visual inspection and three separate delivery accuracy tests. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Visually inspected the pump's event history logs showed "upstream occlusion, high pressure and no disposable" alarm messages after pump started. No actions for the reported issue but the investigation recommend that the upstream and downstream occlusion sensors to be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -6.85 percent." It was reported that there was no patient involvement.